Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
It was reported that the led light did not illuminate.